Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection.

Event description:
The patient applied a pod to the arm and wore it for between 25 and 36 hours before developing a severe skin reaction at the infusion site. Upon removal, the patient observed a large, warm, red bump that was painful, itchy, and swollen with pain radiating through the entire arm. At the time of the reaction, the patient reported a blood glucose (bg) level of 15 mmol/l (270 mg/dl). The patient was uncertain whether this bg elevation was related to the site reaction due to concurrent, unspecified illness. The patient sought medical attention at the out-of-hours general practitioner (gp) clinic, where the gp diagnosed an infected abscess. The patient was prescribed a 9-day course of oral antibiotics, initially one tablet four times a day. With physician approval, the patient adjusted the regimen to three times daily to better align with diabetes management and medication timing requirements. Following the visit, the patient reported that the swelling was decreasing. A new pod was successfully applied. The patient also confirmed that the affected pod had been discarded, preventing retrieval of the serial number however, the lot number was provided based on the box currently in use.